Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed was low and the hinge gasket was missing. The motor, sleeve, and hinge gasket were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was returned for standard maintenance and there was a missing hinge that needed replaced and a motor issue. It was later found that the motor speed was low. No adverse events were reported as a result of this malfunction.